Manufacturer narrative:
No product is being returned for evaluation. (B) (4)

Event description:
During him procedure, the arthropierce device cut the sutures, and the screw remained in the pt unsupported.